Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint to obtain additional information regarding the reported event. The reporter indicated that the alleged articulation issue started occurring 2-3 hours into the da vinci prostatectomy procedure. According to the reporter, the surgical staff attempted to troubleshoot the alleged issue for about 1 hour before the surgeon made the decision to convert the surgical procedure to open surgical techniques. The reporter denied that the patient experienced any intra-operative or post-operative complications because of the alleged issue. The reporter also indicated that the patient was discharged as planned.

Event description:
It was reported that during a da vinci prostatectomy procedure, the surgical staff indicated that an unspecified scissor instrument was not fully articulating. However, the surgical staff claimed other instruments were working normally on the same arm on the patient side cart (psc). In addition, the surgical staff indicated that the same scissor instrument was working normally on a different arm on the psc. Due to the alleged instrument articulation issue, the initial reporter of this complaint indicated that the doctor made the decision to abort the surgical procedure.